Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level was 227 mg/dl. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.